Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented in the aged article on the, ¿intramedullary fixation of high sub-trochanteric femoral fractures: a study comparing two implant designs, the gamma nail and the intramedullary hip screw," reported, one patient had a nail stem fractured nine months after a minor injury. The fracture was probably due to nonunion of the fracture and metal fatigue. It is unknown if / how the adverse event was resolved. Patient outcome is unknown. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant patient information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant, surgical technique and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed

Event description:
On the literature article name "intramedullary fixation of high subtrochanteric femoral fractures: a study comparing two implant designs, the gamma nail and the intramedullary hip screw", it was reported that, on the imhs group, 1 patient had a nail stem fractured nine months after a minor injury. The fracture was probably due to nonunion of the fracture and metal fatigue. It is unknown if / how the adverse event was resolved. Patient outcome is unknown.